Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. It is unknown if there was any adverse impact on the customer's blood glucose level. The customer reset the pump, which resolved the issue temporarily, but due to multiple reports of the same problem, technical support decided to replace the pump. The customer was informed about the necessity of programming their settings and connecting their cgm to the replacement pump. Technical support confirmed the shipping address and ensured the customer would receive a replacement pump with updated software. Instructions were provided for returning the faulty pump to avoid additional charges, and backup insulin therapy through mdi was advised.